Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the extension line cut off near the luer hub when the patient was being washed." The patient's current condition is reported as "unknown". Additional information was requested from the customer; however, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer returned one, distal extension line luer hub for analysis. The rest of the catheter was not returned. No obvious signs of use were observed. Visual and microscopic analysis confirmed a portion of the extension line was still molded within the separated luer hub. This damage is consistent with past manufacturing molding complaints. The inner diameter of the distal extension line measured 1.42 mm , which is within the specification limits of 1.42-1.50 mm per distal extension line extrusion product drawing. A device history record review based on a potential lot from sales history was performed, and two containment actions were found. Planned non-conformances were initiated for lot 72c23l0399 and lot 72c23l0691. These planned non-conformances were initiated as part of a CAPA to manufacture under optimized process parameters for molding the extension lines into the luer hubs and to increase the sampling plan. The failure mode of this complaint is relevant to both non-conformances as they relate to the CAPA. The instructions-for-use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of extension line/luer hub separation was confirmed through complaint investigation of the returned sample. Visual and microscopic analysis revealed the distal extension line was separated from the luer hub. A portion of the extension line was still molded within the separated luer hub, which is consistent with past manufacturing molding complaints. Based on the appearance of the damage, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported that "the extension line cut off near the luer hub when the patient was being washed." The patient's current condition is reported as "unknown". Additional information was requested from the customer; however, no additional information was provided.